Event description:
A surgeon reported that one day following implantation of an intraocular lens (iol), the lens was noted to be dislocated inferiorly. The superior haptic was broken off and in the anterior chamber. The iol was explanted.